Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when post paced t wave oversensing was observed. The physician decided not to implement any programming changes. The patient was asymptomatic and will be monitored via merlin.net.